Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was explanted during the device upgrade.

Event description:
It was reported that externalized conductors were observed via cine. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.2-10.3cm from the distal tip electrode. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.